Event description:
It was reported that cs300 intra-aortic balloon pump (iabp) had system malfunction. There was no patient involvement.

Manufacturer narrative:
Due to character limitation in e1 for event site name, the event site name is (B)(6). Due to character limitation in e1 for event address name, the event address name is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields - b4, d9, g1, g3, g6, h2, h3, h6 ( type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) in-house inspection failed to reproduce the problem. Internal cleaning and confirmation of each connector connection. Inspection based on the service manual found it to be good. The safety disk replacement time was reached while the unit was running, so the safety disk (0997-00-0985-06) was replaced.